Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 457 mg/dl due to issues with infusion set. Customer treated high blood glucose with manual injection. Customer declined troubleshooting for high blood glucose. Customer was advised that infusion set would be replaced.